Event description:
The customer stated that error code #1113 (invalid test result, read value#) and error code #1118 (invalid test result, intercept too low) was generated when using the axsym diagoxin iii assay. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.